Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (low stent graft placement is due to short and angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (low stent graft placement is due to short and angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 63 mm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck was 28-33mm in diameter, 10mm in length and angulation of 60 degrees. It was reported that the physician intended to implant the bifurcated stent graft above to the renal artery; however, the stent graft landed lower than planned. A proximal type I endoleak was seen on angio; therefore, the physician decided to implant another manufacturer's stent in the left renal artery followed by implant of a cuff. During the attempt to place the stent the guide wire would not stay in position. After several attempts, the decision was made abort this part of the procedure and the endoleak remains unresolved. The patient will be monitored. No further information was provided.